Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that thirty-six days following the implant of this transcatheter bioprosthetic valve, a transesophageal echocardiogram (tee) revealed severe paravalvular leak (pvl). An angiogram revealed that the valve had migrated ventricular approximately 10 mm due to the pvl. A second valve was implanted and decreased the pvl to mild-moderate. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.